Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that on (B)(6) morning, her cgm displayed glucose readings ranging from 40 mg/dl to 45 mg/dl (40, 41, 42, and 45 mg/dl). Due to concerns about the low readings, she performed an fsbg test, which resulted in 115 mg/dl. At approximately the same time as the fsbg test, the patient replaced the sensor. However, after inserting the new sensor, she continued to experience what she believed were inaccurate cgm readings which is being captured on this record. While driving to an appointment, the patient no longer had access to her glucometer and was therefore unable to obtain additional fsbg measurements for comparison. The patient reported experiencing sweating and felt uncomfortable walking and decided to seek medical evaluation at the emergency department (ed). In the ed, she was admitted and stayed overnight and received intravenous (IV) fluids. The patient did not provide any cgm readings leading up to the onset of symptoms or fsbg readings during hospitalization for the second sensor. The patient stated that her physician advised her to discontinue the use of the dexcom device because she did not have a compatible smartphone and was relying solely on the receiver to track and monitor glucose readings. At the time of the report, the patient stated that she was upset about the event; however, she otherwise reported doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.